Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and will boot receiver and it passed. Downloaded receiver log and observed hwbbt in the log. Opened the receiver case for internal inspection and it passed. The complaint confirmation of an error icon displayed was confirmed. The root cause could not be determined.